Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia breathing system (abs) was cleaned to resolve the reported issue

Event description:
The hospital reported high co2 delivery during a case. There was no report of patient injury.